Event description:
It was reported that the right ventricular (rv) lead thresholds have increased since implant and are now high. Noise and oversensing in unipolar was noted on the lead along with low r-waves in bipolar. The lead appears to have pulled back on fluoroscopy. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sesr01, implantable pulse generator, (B)(6) 2008. (B)(4).